Event description:
It was reported during a routine check ,the cs300 intra-aortic balloon pump (iabp) unit has broken supports, of the security disk. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the block guide and the ball plunger. The fse then verified the correct operation of the equipment.

Event description:
N/a.